Event description:
Following an implantable neurostimulator replacement, the patient experienced urinary incontinence only when the implantable neurostimulator was on. The patient also experienced fever. Results of a urinalysis were pending. The leads were placed cervically for shoulder and arm pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.